Event description:
It was reported following a cardiac catheterization an angio-seal device was deployed in 2004. The pt presented to the hosp one month later complaining of parasthesia of the right foot and lower extremity, associated with ischemic rest pain of the right foot. Doppler of the lower extremity confirmed an abi of approx 0.39 on the right side, while the contralateral side was normal. Physician exam demonstrated absence of popliteal, dorsalis pulse and post tibial pulse. The pt was too tender to press on their right groin. A preoperative angiogram demonstrated a high-grade stenosis with associated thrombosis of the common femoral artery; an embolic occlusion of the distal popliteal artery. The pt was taken to surgery. The common femoral artery was identified; dissection was carried cephalad to the level of the inguinal ligament. Inflammatory tissue on the anterior surface of the common femoral artery was dissected off the artery. A suture stitch was contained in this tissue, consistent with an angio-seal device. The common femoral artery contained a large amount of thrombus and the angio-seal device anchor. The artery was completely cleared of all foreign material. Patch angioplasty was performed using a hemashield finesse patch. At the completion of the procedure, palpable popliteal, dorsalis pedis, and posterior tibial pulses were identified. The pt tolerated the procedure well and was brought to the recovery room in stable condition.